Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that that the radio frequency (rf) head had frayed wire insulation. The rf head will be returned. A new rf head will be ordered. There was no patient involvement.